Event description:
It was reported that during the implant procedure, the lead needed to be repositioned after testing for better pacing results. Upon repositioning the coil would not engage and activation of the coil was impossible. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Upon inspection, it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.